Manufacturer narrative:
An abbott field service engineer visited the customer site and found bubbles in the wash buffer line. The lines were reconnected to the reservoir sensor. Afterwards, the customer also replaced the buffer filter as it was obstructed. Subsequent instrument operations and test results were acceptable. There were no returns made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operation manual and the architect tsh assay package insert provide information to address the current customer issue. A single definitive cause of the issue was not identified as a clogged/obstructed buffer filter was replaced and the buffer manifold/reservoir tubing was adjusted to resolve the erratic/discrepant results. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports imprecision of results for some assays run on an architect i2000sr analyzer. Controls have remained within specifications. The following examples were provided: patient (B)(6) (female): tsh = 0.006 uiu/ml; retest = 2.1203 uiu/ml. Patient (B)(6): tsh = 0.0008 uiu/ml; retest = 1.0281 uiu/ml. There is no impact to patient management reported.